Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that at the implant procedure, the guidewire got stuck in the lead but was able to be removed with difficulty. An attempt was made to introduce a stylet in the lead during slitting of the catheter but the stylet would go no further than 5 cm in the lead. The physician reported that some debris from the damaged guidewire tip remained in the lead. Slitting was done without stylet support and the lead didn't move from its initial position. The guidewire went through the lead tip valve easily. There was no visible damage done to the lead and all lead measurements were within specification. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.